Event description:
It was reported that when the catheter was prefilled, it was found that the catheter was broken and leaking at 16cm. Solution: replace with a new catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter kit. Amongst the kit components was one 4fr sl groshong catheter with inlaid stiffening stylet. A gross visual inspection of the returned unit found that a repeating pattern of holes was present between the 15cm and 16cm depth markers. The pattern was consistent with the shape of the coils of the stiffening stylet. The catheter was bisected and the inner catheter wall inspected. Further impressions were found on the inner wall. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the catheter was prefilled, it was found that the catheter was broken and leaking at 16cm. Solution: replace with a new catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.